Event description:
Cineprojector bulb exploded into physicians hair & face. No injuries were reported. Cineprojectors are used in pt room's by the physicians, with potential for pt injury. Equipment found to have shorted transistor shorting out. This was replaced by biomedical personnel.